Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the clinician requested technical services to increase the gain on an atrial fibrillation electrogram and see if there were p-waves. Upon increasing the gain, it was noted the atrial fibrillation diagnosis was incorrect. No intervention was made. The patient was fine and would be monitored.